Event description:
Sakura finetek USA was notified by FDA on 30-apr-2025 about the medical device report submitted via medwatch program. The email notification from FDA included notification letter and the submitted medical device report for sakura finetek USA's awareness. The medical device report (form 3500a) was submitted by an anonymous customer for the event that took place in 19-mar-2025. In the report submitted to the FDA, customer has described that a tissue processing issue was identified, affecting a subset of pathology cases leading to tissue processing/fixation issues. Several tissue samples were affected; however, three cases remained suboptimal for reading which affected patient care. These cases either require a change in treatment plan or a second procedure to obtain additional tissue samples.

Manufacturer narrative:
The customer reporting the medical device report asked to remain confidential; therefore, sakura finetek USA is unable to contact the initial reporter to further investigate and determine the root cause of the reported issue.